Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by a biomedical technician that "at least two times nursing on 6 main mentioned 24-hour chemotherapy infusions that ran 3 hours longer than expected." No other details provided. This was reported to bd representatives during site visit. There was patient involvement but the outcome is unknown.